Manufacturer narrative:
One thrombectomy catheter was received inside a broken shipping tube. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken shipping tube. The tube is broken proximal of the distal tip of the gray shipping tube. The catheter is also kinked in the same position. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The balloon and windings were found to be in good condition. Although the reported damage was confirmed, there is no indication this is related to the manufacturing process; there is no actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the catheter was received damaged in the box. The tubing was snapped and the catheter was bent. This was discovered when the shipment was received. There were no patient complications reported.